Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2020-02150. This report is submitted on 15 january 2021.

Manufacturer narrative:
This report is submitted on october 21, 2020.

Event description:
The device was explanted on (B)(6) 2020 due to loss of connection to the internal device. The patient was reimplanted on (B)(6) 2020.